Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, on side to side anastomosis, connecting two pieces of bowel after being transected, when they attempted to create a side-to-side anastomosis the stapler would not connect because it was not loaded properly. The doctor said that he was able to fix the issue and load the stapler correctly. When the surgeon fired the stapler, no staples deployed and the bowel was cut and no staples were to be found inside the cartridge. To fix the issue, the doctor transected the bowel that was cut but not stapled, approximately 80-100 mm of bowel with a new handle and reload. They then created a side-to-side anastomosis and finished the case. The surgical time was extended by approximately thirty minutes.